Manufacturer narrative:
D6a: implanted date: the device was not implanted. D6b: explanted date: the device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the r2p destination sl guiding sheath was unable to pass through the artery due to vascular spasm. The access was switched to femoral artery access and the procedure was continued. Subsequently, the procedure was successfully completed. The blood loss was less than 250cc. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The reported event did not result in patient injury and/or require medical or surgical intervention. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
The complaint cannot be confirmed for sheath insertion difficulties because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The likely root cause is a patient spasm prevented insertion into the radial artery, as stated in the complaint description. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).